Event description:
It was reported that the asymptomatic patient presented for revision of the right ventricular lead due to an increased capture threshold. During the procedure, the physician attempted to reposition the lead. However, the helix failed to fully retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event reported were helix mechanism issues and inadequate capture. As received, a complete lead was returned for analysis with the helix extended. And clogged with tissue. X-ray examination of the lead noted the inner coil was slightly over-torqued at the connector pin region. Once cleaned, torque was applied directly to the connector pin, and the helix could be retracted and extended. The cause of the reported helix mechanism issue was isolated to the helix that was clogged with tissue. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.